Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a common femoral artery was attempted with two prostar xl devices, via an 8f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. The sutures of one prostar xl were successfully placed using the preclose technique. Reportedly, one prostar xl suture of the second device became trapped at the silver ring and had to be cut off. The tavi procedure was completed and hemostasis was achieved with the remaining suture of the second prostar xl device and the sutures of the first prostar xl device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported failure to deploy was confirmed. Based on the reported information and returned device analysis a conclusive cause could not be determined for the reported failure to deploy appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.